Manufacturer narrative:
Additional information : device manufactured between july 20, 2018 to july 21, 2018. The device was received for evaluation. A visual inspection was performed and an adjacent hole/puncture in the front and back of the bag was observed. A visual inspection with magnification was also performed and the hole/puncture appeared to have occurred due to an impact as the hole in front outside of the bag appeared concave and the hole in the back outside of the bag appeared convex. Functional testing was performed and revealed a leak at the front and back in the middle area of the bag. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from a hole in the middle of the bag. This was noted during preparation. There was no patient involvement. No additional information is available.